Manufacturer narrative:
Correction: section b1 - adverse event should not have been selected, only product problem (e.g., defects/malfunctions); section b2 - required intervention to prevent permanent impairment/damage (devices) should not have been selected as there was no adverse event associated with the right ventricular lead.

Event description:
Additional information received indicates the right ventricular lead was explanted due to potential damage during atrial lead extraction and did not exhibit any noise.

Event description:
Related manufacturer reference number: 2017865-2023-41027. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switch. The patient was brought in for lead extraction and noise was observed on the right ventricular lead. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.